Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient had an increase in frequency and intensity of headaches. It was also reported that the patient's right lead was no longer working. X-ray did not show malposition or lead fracture. The patient will undergo a revision procedure wherein the lead might be replaced. It was also reported that the ipg might be replaced as well for unknown reason.

Manufacturer narrative:
Additional information was received that one lead showed high impedances on all contacts and the other lead migrated. The patient underwent a replacement of the leads and clik anchor. It was also reported that the ipg was not replaced but was kept. The physician suspected malfunction of the lead and stated that the lead looked frayed. The patient was doing well. Additional suspect medical device component involved in the event: model #: sc-4316 lot #: 16240019 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an increase in frequency and intensity of headaches. It was also reported that the patient's right lead was no longer working. X-ray did not show malposition or lead fracture. The patient will undergo a revision procedure wherein the lead might be replaced. It was also reported that the ipg might be replaced as well for unknown reason.